Manufacturer narrative:
(B)(4) . Concomitant medical products: ep-200146 ¿ active articulation hip system - 038110, 110024462 ¿ g7 dual mobility liner - 853960. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a second revision approximately one month post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.